Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies and route of administration was not reported) for the event of peritonitis. Nineteen days after the onset, treatment with antibiotics was withdrawn for the event. On the same day, the patient had recovered from the event of peritonitis. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, pd therapy was ongoing. No additional information is available.